Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise over-sensing, resulting in an inappropriate auto mode switch (ams). The atrial lead was explanted and replaced. The patient was stable.